Event description:
A vaxcel mini port was inserted for therapeutio purposes approximately 24 months ago. The port was in place during the course of chemotherapy treatment. The pt's therapy was completed and the port remained in place for blood draws. Upon drawing bloods it was noticed that the port would not function. During explant in 2006, it was observed the port catheter had a fracture 1cm distal to the port connection. It was also noted that the catheter had migrated into the ivc. The physician successfully removed the catheter with a snare device and the pt experienced no injury from this event.

Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently as evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.